Manufacturer narrative:
The device was returned to the MFR for repair; however the inspection found this unit has been altered to such state that it was non-repairable. In addition; the investigator was unable to verify this device was zimmer product. If any further info is discovered a f/u report will be submitted. The cause of the reported issue unk. The device was not serviced.

Event description:
It was reported that the zimmer meshgraft ii was giving incomplete meshes. Add'l clinical f/u with the hospital indicated that the "device gets stuck, i.e. Mesh works fine for awhile and then stop." The customer reported the carrier with the donor graft tissue became stuck (stopped) as it was passing through the meshgraft ii. The customer stated they suspect the cutter is not sharp enough. The original graft was usable and a planned, second, graft harvest was meshed with an alternate device which was available on-site w/o delay.